Manufacturer narrative:
Additional information provided by the sales rep indicated trials were not used, the disk height and length were determined by rotary shavers. An evaluation of the suspect device revealed no irregularities. It appears instrumentation misuse as the most likely cause of the failure. This surgical case was reported to have proceeded without the use of implant size trials to determine the correct size implant prior to placement. Mallet impaction was then utilized to maneuver the implant into position. As a result, loads exceeding the ultimate strength of the implant were applied causing the implant to fail. Surgical technique (lit-83193) instructs the user to insert a trial upon completion of endplate preparation to confirm the correct disk height. Trials are closely matched to the height, lordosis and footprint of the implant. Trials should be used when deciding the appropriate implant to use during surgery. These trials are designed to minimize the risk of damage to the implants during a procedure while also helping the surgeon to identify the best implant to use.

Event description:
While attempting to implant an 8mm peek cage via impaction, the cage fractured and broke at the inserter interface resulting in a dura leak. The fractured spacer separated into two pieces. One of the sections remained attached to the inserter and was removed without issue. The second section which caused the leak was removed from the disk space and the dura tear sutured/repaired without further issue.